Event description:
It was reported that the instruments have an oily substance seeping from the handles when we opened the trays.

Event description:
It was reported that the instruments have an oily substance seeping from the handles when we opened the trays.

Manufacturer narrative:
An event regarding an oily tibial alignment handle was reported. The event was confirmed. Visual analysis confirmed the reported event. The handle was returned oily and sticky. It is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associate with the reported lot. CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.